Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had abnormal blood glucose. Customer's blood glucose has been high over 300 mg/dl, 327 mg/dl at night. The customer had low blood glucose of 39 mg/dl. Customer declined troubleshooting for the low and high blood glucose. The insulin pump will not be returned for analysis.